Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks d1 & g: address listed reflects the specification developer. Block g2: foreign- germany blocks h3 & h6: the phoenix catheter was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix atherectomy catheter was used for a therapeutic peripheral procedure in a cto at the distal popliteal. During use, the catheter was advanced over a phoenix guidewire to the site of the occlusion, which performed well by fully reopening the vessel. However, at the distal end of the occlusion, the guidewire rotated despite being secured to the torquer, and the catheter drill head bored into the guidewire and became jammed; therefore, removed as a system. Upon removal, it was noted that a small piece of the guidewire had separated (MDR 9681477-2026-00052); unable to retrieve due to the area not being accessible and was not relevant to the foot's blood supply. The procedure was completed with a drug coated balloon with no patient injury reported. This product problem is being submitted because the phoenix catheter and guidewire were removed as a system. There is potential for harm if it were to recur.